Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent excision of urethral mesh on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent pubovaginal sling with autologous fascia and cystoscopy due to urinary incontinence on (B)(6) 2015. It was reported that patient underwent right ureteroscopy with laser, cystoscopy and right ureteral stent placement due to right distal ureteral stone on (B)(6) 2015. No additional information was provided.(B)(4).

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with a&p repairs due to cystocele, rectocele, and sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, cystocele, rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.